Event description:
It was reported that this left bundle branch (lbb) lead was part of the system revision due to infection. Reportedly, the vegetation issue was found during the transesophageal echocardiogram (tee). The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The lbb lead was explanted.